Event description:
Sales rep reports that "set is becoming disconnected from stopcock". Per physician, "baxter's self-loosening stopcocks are a potential danger". Physician reports that the disconnection happened during surgery. Due to the blood loss, patient required one unit of blood. Physician states he's uncertain if the blood loss was directly related to the stopcock coming off since it may have been due to the surgery itself. Report states that patient recovered and had no further injury due to blood loss.